Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Troubleshooting with tandem technical support verified that large air gaps were observed within the infusion set tubing. Recommendation was made by tandem technical support to prime the tubing until the air is removed. Additionally, the customer reported that after loading a cartridge with 300 units of insulin, the insulin gauge remained static at 105 units. Although requested, the customer declined to perform troubleshooting with tandem technical support. Blood glucose level ranged from the 300's (mg/dl) to 500 (mg/dl).